Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high capture thresholds. When the lead was placed in the septum, the helix mechanism was extended, and the electrical parameters were tested. High capture thresholds were observed, and the amplitude was 3.5mv. The lead was repositioned, but there was still concern regarding the threshold measurements. While attempting to remove the lead, the helix mechanism became damaged. The physician elected to use a new lead to complete the procedure, and the electrical parameters were within normal range. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high capture thresholds. When the lead was placed in the septum, the helix mechanism was extended, and the electrical parameters were tested. High capture thresholds were observed, and the amplitude was 3.5mv. The lead was repositioned, but there was still concern regarding the threshold measurements. While attempting to remove the lead, the helix mechanism became damaged. The physician elected to use a new lead to complete the procedure, and the electrical parameters were within normal range. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high capture thresholds. When the lead was placed in the septum, the helix mechanism was extended, and the electrical parameters were tested. High capture thresholds were observed, and the amplitude was 3.5mv. The lead was repositioned, but there was still concern regarding the threshold measurements. While attempting to remove the lead, the helix mechanism became damaged. The physician elected to use a new lead to complete the procedure, and the electrical parameters were within normal range. No adverse patient effects were reported. This lead is expected for return. Additional information: this device was not returned for analysis. Several return requests were submitted to the field; however, no further correspondence was received. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.